Event description:
Per the clinic, the patient underwent a procedure on (B)(6), 2014, to excise the excess skin due to skin overgrowth at the abutment site as well as infection. During the procedure the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.